Manufacturer narrative:
Blocks h7 (if remedial act init, type) and h11 (device analysis) have been corrected. Block h6: imdrf device code a27 captures the reportable investigation results of black marker separation from the outer sheath. Block h11: an axios stent and electrocautery enhanced delivery system were received for analysis. The stent was returned fully covered and undeployed. The deployment hub is in position 2. Visual inspection revealed the black marker was partially separated from the outer sheath. After a pulled force test, the black marker detached completely from the outer sheath. A destructive inspection was necessary to identify torsion of the delivery system, and no damages were noted. Functional examination was performed, and the stent was slow to expand. No other issues were noted to the stent and delivery system. During the product analysis, the black marker was returned detached from the outer sheath, this failure could have resulted in the stent failing to deploy during the procedure. In october 2024, boston scientific initiated a non-conforming events prevention (ncep) investigation to further analyze complaints related to the separation of the outer sheath distal black tip. The investigation found that the sheath separation at the black section observed in the reported events was attributed to an insufficient bond between the white body of the outer sheath and the black tip. The insufficient bond was found to be due to a combination of manufacturing maintenance events resulting in a bent mandrel with missing bottom bushing which created uneven heating within the reflow oven. The investigation found that the complaints were associated with devices manufactured following a change of bottom bushings on december 6, 2023. A review of manufacturing maintenance routines, calibration activities, process changes, materials, personnel, and the environment related to the reflow process was conducted and concluded that there were no anomalies likely to contribute to outer sheath separation after january 28, 2024. In december 2024, boston scientific initiated a voluntary product removal associated with specific lots of the hot axios stent and electrocautery-enhanced delivery system (bsc ref. (B)(4)). The referenced device was in scope of this product removal. A corrective and preventive action (CAPA) investigation has been opened to further investigate these events and determine if additional corrective actions are warranted to further enhance/optimize product performance. This investigation is currently in process.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the pancreas to treat a pseudocyst during an endoscopic ultrasound procedure for pseudocyst drainage performed on (B)(6) 2024. During the attempted deployment, a "pop" was heard, and the first flange of the axios stent did not deploy. The axios stent was fully removed from the patient, still covered by the outer sheath. The procedure was successfully completed using another axios device. No patient complications were reported as a result of this event. Note: this complaint has been determined to be MDR reportable based on investigation findings indicating the separation of the black marker from the outer sheath.

Manufacturer narrative:
H6: imdrf device code a27 captures the reportable investigation results of black marker separation from the outer sheath. H11: an axios stent and electrocautery enhanced delivery system were received for analysis. The stent was returned fully covered and undeployed. The deployment hub is in position 2. Visual inspection revealed the black marker was partially separated from the outer sheath. After a pulled force test, the black marker detached completely from the outer sheath. A destructive inspection was necessary to identify torsion of the delivery system, and no damages were noted. Functional examination was performed, and the stent was slow to expand. No other issues were noted to the stent and delivery system. During the product analysis, the black marker was returned detached from the outer sheath, this failure could have resulted in the stent failing to deploy during the procedure. A corrective and preventative action (CAPA) investigation has been opened to further investigate these events and determine if additional corrective actions are warranted to further enhance/optimize product performance. This investigation is currently in process; however, initial analysis found sheath separation at the black section may be attributed to low tensile strength at the tip bond. This reduction in tensile strength can be due to a combination of manufacturing conditions of the outer sheath assembly. Based on the analysis performed and all the available information, the most probable cause of the event is manufacturing deficiency.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the pancreas to treat a pseudocyst during an endoscopic ultrasound procedure for pseudocyst drainage performed on (B)(6) 2024. During the attempted deployment, a "pop" was heard, and the first flange of the axios stent did not deploy. The axios stent was fully removed from the patient, still covered by the outer sheath. The procedure was successfully completed using another axios device. No patient complications were reported as a result of this event. This complaint has been determined to be MDR reportable based on investigation findings indicating the separation of the black marker from the outer sheath. Block h11 for the full investigation details.